Event description:
Broken intramedullary femur rod. Three weeks after implant, pt states she stood up, heard and felt femur and rod "pop," went to the floor in pain. Upon x-ray found both rod and femur to be broken.